Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the event involved a (B)(6) female pt while in the catheter room approximately two minutes after insertion. The doctor used the seldinger technique for the percutaneous insertion. The doctor inserted the introducer needle into the right femoral artery, then passed the spring wire guide (swg) through the needle and advanced the swg to the aortic arch. The doctor removed the dilator over the swg and then passed the sheath through the swg. The doctor used the syringe to suction the intra-aortic balloon (iab) to vacuum. The doctor flushed the central lumen with heparinized saline, inserted the iab over the swg and withdrew the swg. The doctor left the iab in place, checked all the connectors and started up pumping. The intra-aortic balloon pump (autocat2wave, serial number (B)(4)) alarmed helium leakage. At the same time, the doctor found that the tip of the iab was abnormal under fluoroscopy during the percutaneous coronary intervention (pci) procedure. As a result, the doctor removed the iab immediately and found that the tip of the balloon was separated from the iab. The doctor inserted a new iab via the same insertion site and proceeded with the surgery successfully. The procedure did not cause harm to the pt. There was no report of pt death, complications or injury. No medical/surgical intervention in therapy noted. The pt outcome is the pt is well. Add'l info received stated that the insertion was through the sheath. The insertion procedure was okay. The issue was that the balloon was separated from the catheter. There was an approximate 1 to 2 minute delay or interruption in therapy. The doctor replaced the iab immediately.